Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Investigation summary ==> according to the information received, the surgeon states that the tensile strength of the stratafix seems to be decrease. Visual analysis of the returned product revealed that two empty labeled winding formers and a suture piece product code sxpp1a400 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was damaged at the surface, in addition, the end was observed broken/cut. After further evaluation crimping marks were observed on the surface of the suture possibly from a surgical instrument. The product code sxpp1a400 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance device history lot ==> a manufacturing record evaluation was performed for the finished device lot number qmmesl/ sxpp1a40012, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m . Events reported in 2210968-2021-06367..

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2021 and barbed suture was use. During the procedure, the barbed suture snapped in the middle. No adverse patient consequences reported. No additional information was provided.